Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power on reset (por) parameters were present. Four pors recorded on (B)(6) 2015. Noted implant date also (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) experienced several power on resets (por). The device remains in use. No patient complications have been reported as a result of this event.